Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the fitting on the diluent pump was loose. The fse rereplaced and tightened the fittings on the pump, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter act diff 2 instrument. The volume of the leak was about 5 ml and was contained within the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.